Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns there was a micro-perforation the right atrial (ra) lead . It was noted that there was atrial loss of capture (loc) and both sensing and impedance have dropped. In addition, it was mentioned that the patient had some discomfort with atrial pacing. The lead was programmed to a lower rate limit of 45 to reduce amount of atrial pacing. The lead was eventually capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that there were concerns there was a micro-perforation the right atrial (ra) lead . It was noted that there was atrial loss of capture (loc) and both sensing and impedance have dropped. In addition, it was mentioned that the patient had some discomfort with atrial pacing. The lead was programmed to a lower rate limit of 45 to reduce amount of atrial pacing. The lead was eventually capped and replaced. No additional adverse patient effects were reported. Subsequently, the lead was explanted and returned for analysis.